Event description:
It was reported that the patient experienced infection and erosion with an artificial urinary sphincter (aus). A surgical procedure was performed in which an aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.